Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. It was unknown if the product was used for patient treatment or diagnosis. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 2-way catheter with sample port connector. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with no cuffing or leaks noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the vacutainer not working in the urine specimen kit in (B)(6) and (B)(6) hospitals. Also recently in (B)(6) hospital they had a balloon failure in an insertion kit. Customer mentioned the packaging for the provon wipes, do we had new posters with new color scheme, as staff were asking. As per sample received information received on 17mar2023, the customer sent back an all-silicone foley catheter material number 1758si16 and manufacturing lot number ngft0144.

Event description:
It was reported that the vacutainer not working in the urine specimen kit in both (B)(6) hospitals. Also recently in rhode island hospital they had a balloon failure in an insertion kit . Customer mentioned the packaging for the provon wipes, do we had new posters with new color scheme, as staff were asking. Per sample received information received on 17-mar-2023, the customer sent back an all-silicone foley catheter material number 1758si16 and manufacturing lot number ngft0144.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the vacutainer not working in the urine specimen kit in both (B)(6) hospitals. Also recently in (B)(6) hospital they had a balloon failure in an insertion kit . Customer mentioned the packaging for the provon wipes, do we had new posters with new color scheme, as staff were asking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.